Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (mcw;dqx) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a thrombectomy and atherectomy procedure using a rotarex device. When the device was opened, a bent was found and would not flush properly. The procedure was completed using another device. There was no reported patient contact.

Event description:
On (B)(6) 2026, a patient was prepped for a thrombectomy and atherectomy procedure using a rotarex device. When the device was opened, a bent was found and would not flush properly. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a catheter was received. The helix was found broken right at the kink protection, where also the tube was found damaged. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.